Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the issue did not occur with the surgeon's head inside the surgeon console's high resolution stereo viewer nor while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scale were appropriately to the instrument and the instrument did move in the intended direction. The timing of instrument movement was appropriate and there was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference and there were no external collisions. The issue was not persistent or intermittent. The issue was resolved by doing an instrument exchange.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument became uncontrollable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors instrument be returned for failure analysis investigation. However, the product has not yet been received as of the date of this report.

Manufacturer narrative:
Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed (only applicable if no error codes from logs) or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.